Event description:
It was reported there were telemetry issues and the implantable neurostimulator (ins) was unable tocommunicate with the recharger. It was stated power on reset (por) 23 code was seen. It was stated por was cleared and interrogation was tried again successfully. It was stated it was still planned to implant the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).